Event description:
Following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. During the deployment, as the tissue dilator was advanced over the locator, the locator came back to the point where the white line was well above the proximal end of the dilator. At this point the locator and dilator were removed as on unit and manual compression was applied to the site. The locator was inspected and it was observed that the j segment was missing. Once hemostasis was achieved, the right groin was observed under fluoroscopy and the j segment was visualized. An attempt was made to retrieve the j segment from the tissue tract with hemostats which was unsuccessful. Access was obtained through the left groin and pictures were taken of the right groin confirming the presence of the j segment at the profunda. A snare was used to successfully retrieve and remove the j segment from the patient. No further complications were reported.